Manufacturer narrative:
Concomitant medical devices: 694965 lead, implanted: (B)(6) 2005. Product event summary: the lead was not returned, however performance data was collected from the device and analyzed. Analysis of this data indicated atrial pacing capture threshold was elevated. It was noted that the atrial capture threshold generally out of range high since (B)(6) 2014, with occasional readings between 2.25 and 2.375 volts.

Event description:
It was reported that an alert was triggered due to oversensing on the pace/sense portion of the right ventricular (rv) lead. The rv lead also had intermittent capture and inappropriate noise was note on egms (electrogram). A possible lead fracture was suspected. The lead was reprogrammed as the physician decided to turn off detections for the rv lead and pace the atrium only as the patient does not need rv pacing. Then when the device reaches eri (elective replacement indicator) a rv lead revision will be done at that time. The rv lead remains in use. Additionally, it was reported that there was a high threshold instance on the atrial lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.